Event description:
It was reported that during incoming inspection, the sealing of the pouches were no correct on 58 cannulae. It states that the sterile pouch must be free from damage and sterile seal is not broken. On 58 pouches the sealing area seems to be suspicious in terms of correct sealing quality. There could be sealing channels into sterile packaging.

Manufacturer narrative:
Upon completion of investigation into this stated incident; the packaging was found to not have an issue with the integrity of the sterile barrier. A device history review was performed and there are no nonconformities associated with the manufacturing of this device. The evaluation performed concluded a nonconformance does not exist; therefore a root cause could not be assigned. It is theorized that the customer rejected some of the product due to the appearances of the pouch seals. All 58 product pouches evaluated met the acceptance criteria trends will continue to be monitored on a monthly basis and if further action is needed appropriate investigations will be obtained.

Manufacturer narrative:
Device evaluation anticipated upon product return.